Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 and 5.2 were not recognized on the bus due to a connectivity issue. A field service engineer reseated the row board connections and rebooted the device to resolve the issue. The customer was then inventoried the affected drawers without any complications. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the auxiliary drawer 5.2 was not detected on the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.